Manufacturer narrative:
H6: added code d12 under investigation conclusion, code d15 remains unchanged. H: c19, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met specifications and procedures. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: dissection.

Manufacturer narrative:
The medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment with 2-debranching for a rupture of a distal aortic arch to descending thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. After all stent grafts were implanted, angiography for the access sites showed a localized dissection from the distal right common iliac artery to the origin of the external iliac artery. As good blood flow was observed, no further treatment was performed and the patient was being monitored. Reportedly, there was resistance during insertion of the sheath, and the patient's right external iliac artery was about 5.8 mm to 6.5 mm in some places. The physician reportedly stated that the dissection was within the expectation.